Event description:
It was reported that an 840 ventilator was not functioning on ac power; the power light was not on. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the power supply. The service engineer performed self-testing and calibrations. The ventilator operated within the manufacturing specifications.